Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being reported to submit additional and corrected information. The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned product and packaging identified debris from the foam abrasion inside the sterile packaging and the blister seal was still intact. The device history records were reviewed and no discrepancies were identified. The reported event may have occurred during shipping, however, a specific root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that foreign substances were inside of the sterile packages. No adverse events have been reported as a result of the malfunction.